Manufacturer narrative:
Updated fields: h10 corrected fields: d9 (device was returned prior to initial submittal). This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds), the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 02, 2023 sampling from: all channels colony forming unit (cfu): 1cfu bacterial identification: bacillaceae the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. Pre-soaking was not performed. The device passed the leak test. The detergent used was anios clean excel d. The following areas were brushed: instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and forceps elevator. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end was brushed with the channe;-opening brush and single soft brush (maj-1888). The distal end was flushed with a distal end flushing adapter (maj-2319). The automated endoscope reprocessor (aer) used was a soluscope, which was confirmed to have no defects. The detergent used was "paa" and the disinfectant was "cln". All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality of the rinse water was controlled via water filter, which was replaced periodically according to the instructions for use (IFU). The device was dried by filtered compressed air and stored in a simple cabinet. The device was evaluated and met specifications, no malfunctions were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The reprocessing steps are described in the following IFU chapters : chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures   olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive for over 100 colony forming units (cfus) of enterobacteria/klebsiella oxytoca in the channels and distal end. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.